Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was attempted to be inserted through a guidezilla extension catheter but resistance was encountered. The device was removed from the patient's body and was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent and lifted. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The stent damage prevented functional testing as the device could not be inserted into a guidezilla. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24 synergy drug-eluting stent was attempted to be inserted through a guidezilla extension catheter but resistance was encountered. The device was removed from the patient's body and was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.